Event description:
Additional information reported the pump was replaced in (B)(6) 2012 for ¿normal reasons.¿

Event description:
Additional information confirmed the dose was sufentanyl (350 mcg/ml) at 160 mcg/day and clonodine (2000 mcg/ml) at 915 mcg/day. Per the health care provider, there were never any volume discrepancies. The actual and estimated volumes were "always accurate." There had been "no issues in the last 12 months."

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was having ¿issues¿ with their pump; ¿8 months ago they decided the pump wasn¿t regulating right¿ and the patient had the pump ¿cleared.¿ it was reported the same amount of medication was withdrawn that was filled ¿at some point.¿ the patient received oral medications for breakthrough pain but it did not help for long. The patient¿s pain kept returning and had been for the last six months. The next appointment the patient had with their health care provider was on (B)(6) 2013. The device system was currently used to deliver sufentanil and clonidine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(4) 2005, product type: catheter. (B)(4).